Manufacturer narrative:
The lot was manufactured from january 14, 2021 - january 15, 2021. H10: the device was received for evaluation. The unit, as received, contained no fluid in the bladder because the distal luer had not been closed, which allowed fluid from the bladder to empty inside a bag that contained the unit. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor would not flow during patient infusion. The device had been filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.